Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. A photo was also provided. Visual inspection of the delivery device and capsule found no notable conditions. It was reported that the device failed to detach from delivery system during use. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5 (lot#64830f) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that both capsule failed to detach from the delivery device. The capsule was inserted with only a little bit of lubricant on the tip of the introducer. When the capsule was at the correct place suction was started, the suction was checked beforehand and it was in good working order. After 1-2 minutes of suction applied the delivery device was pressed to attach the capsule without any problems. The delivery device was slowly removed from the patient and as it was being pulled out the capsule came out as well, already dislodged but still in the opening of the introducer. This occurred for both capsule. There was no patient and user harm, and no intervention was required. There was nothing unusual about the patient or the procedure.